Event description:
Customer reported an issue with the dpm 6-/ monitor's mpm module, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and duplicated the reported problem. Corrections included replacement of the unit's mpm module.